Manufacturer narrative:
(B)(4). Device evaluation: result - a actual sample is not available for evaluation. The customer returned two photos for evaluation but as they are not of an eclipse device, no further investigation is possible. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number. A review of preventive maintenance, calibration and equipment revealed no abnormalities that could have influenced the reported issue. Conclusion - bd was no able to duplicate or confirm the customer indicated failure mode as no sample was returned for evaluation. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that the safety mechanism of the suspect device came off when the clinician attempted to active. This defect occurred 10 times.

Manufacturer narrative:
Device evaluation: result - three (3) sealed bd eclipse needles from the reported catalog # 305762, lot #5352482 were received. Each of the three (3) eclipse needles was visually inspected and no issues were found. They were then secured onto a luer tip syringe. Water was aspirated and expelled into a stress ball to duplicate the administering of medication. The needles remained secured on the syringe. There were no observations during this cycle testing. The safety shields were then activated as outlined by the IFU. There were no observations made or issues encountered during the investigation. The manufacturing site performed a DHR and qn review and there were no abnormalities or qns reported during the production of the identified lot. The site also reviewed preventative maintenance, calibration, and equipment and no abnormalities were observed that could have influenced the reported issue. Conclusion - bd was not able to duplicate or confirm the customer's reported failure. CAPA (B)(4) has been opened to identify and address the potential causes for the safety shield disengagement from the eclipse needle.